Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient who was implanted with a neurostimulator for spinal cord situation. It was reported that the patient was having to charge her implant more frequently than she would like too. Patient stated that last night she charged her implant to 40% and this morning she checked her implant and it was down in the red. Patient stated it had been like this ever since she got the implant. Pss reviewed that implant duration was due to the settings of the implant and patient may need to charge frequently. Pss reviewed charging techniques with the patient and recommended patient charge implant to 100%. Pss redirected patient to hcp if she was still having problems with having to charge more frequently than she would like. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported that the circumstances that led to the frequent recharge and battery draining was that the patient hadn't reached full charge, and now it's better. The patient had it turned up as high as it will go because the patient didn't think it was working. No further information was reported.